Event description:
Note: this MFR. Report pertains to the second of two devices that were used during the same procedure. Refer to associated MFR report # 300509980320081463 and for a description of the other device. It was reported to boston scientific corporation in 2005 that a captivator polypectomy snare was used during a procedure the same day. (Patient gender, age and weight unknown) according to the complaint, "when diathermic energy was activated, both devices got the cutting filament split in the distal part of the oval snare. Physician then retrieved the exposed wires inside the teflon catheter without causing any injury to the patient. Additional information received indicated that there was a connecting issue with the snare wire and the generator and that no snare wires broke off. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "well."

Manufacturer narrative:
The complaint sample has not been returned for evaluation. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.